Manufacturer narrative:
(B)(6).

Event description:
It was reported during the acl reconstruction that the drill head snapped off from the shaft, the surgeon was unable to remove this from the patient, the drill head remains in the patients femur. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited. The retained femoral foreign body/drill bit (tip) is composed of biocompatible 316l stainless steel. The proximal portion of the cannulated drill bit was reportedly not available for product evaluation/analysis. No patient impact was reported or concluded; however, it remains unknown if micro-motion is possible but the fact that the surgeon felt it was safer not to remove it likely indicated the location could be stable. Although 316l ss used in implantable stents and cervical wire is "mr safe", caution should be executed to ensure that this particular foreign body is not "mr conditional", as it was intended as an externally communicating device.